Manufacturer narrative:
H6 - device problem code: 1494 - off-label use, acd<3.0mm. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted vertically a 13.2mm vticmo13.2. -18.0/1.0/070 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was replaced with a same length lens on (B)(6) 2023. This resolved the problem. Cause of event: unknown. Back up lens was implanted, removed, and replaced intraoperatively.

Manufacturer narrative:
B5 - the lens was implanted, removed and exchanged intraoperatively with a shorter length lens due to the lens tore/broke during delivery/injection. Claim # (B)(4).